Manufacturer narrative:
H6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation on june 11, 2023, that a wallflex biliary rx covered stent was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, the stent "shortening was too severe". There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.